Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the displacement, a-21 error test and self test. No a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart, a cold reset was performed. The customer's blood glucose value was 120 mg/dl. Customer reported they were able to clear the alarm. Customer reported insulin pump did require rewind. Customer was able to complete rewind. Customer stated it's been a recurring issue and he keeps receiving alarm even after he changed the battery. The device will be returned for analysis.